Manufacturer narrative:
The console was field service at the user's facility, it was found that the fuse for plump was damaged. The fuse and the holder were replaced, after the replacement, the issue was resolved, and the console was within specifications. Therefore, the reported event is confirmed.

Event description:
It was reported that the console was displaying error 188 - cooling system error-cooling flow switch error. The procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was field service at the user's facility, it was found that the fuse for plump was damaged. The fuse and the holder were replaced, after the replacement, the issue was resolved, and the console was within specifications. In addition, upon receipt at our post market quality assurance laboratory the fuse holder and the fuse were thoroughly analyzed. Visual inspection identified that the fuse holder cap was broken and would not hold the fuse properly. The fuse passed the electrical testing; however, the conductivity test was failed when the fuse was in the fuse holder. Therefore, the reported event is confirmed.

Event description:
It was reported that the console was displaying error 188 - cooling system error-cooling flow switch error. The procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that the console was displaying error 188 - cooling system error-cooling flow switch error. The procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.